Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of calcification was confirmed based on the provided medical records. A review of the device history record review did not provide any indication that a manufacturing non conformance contributed to the complaint event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported event for calcification did not confirm any manufacturing non conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there is no evidence of a product non conformance or device malfunction found in any of the valves returned for this event. Available information suggests patient factors (diabetes) may have contributed to the complaint event. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention [e.g., injury to the mitral valve such as leaflet perforation] are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. Mitral leaflet injury in thv can occur during the advancement of the guidewire, bv catheter, delivery system or malposition of the thv or if the anterior mitral leaflet interacts with the frame of the tavr due to anatomical factors such as a shorter than normal left ventricular outflow tract, or a larger than normal anterior mitral leaflet, which results in the leaflet interacting with valve frame struts. In some cases, intervention may not be required; however, if the rupture/damage is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (thv). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the tavr frame had caused a small hole in the anterior mitral valve leaflet, which was repaired during surgery which caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was initially reported by implant patient registry through receipt of an implant data card, that approximately 4 years, 9 months, 9 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant was unknown at that time. However, per medical records received, the patient underwent explantation of their thv due to stenosis caused by calcification, likely secondary to patient-prosthesis mismatch. The patient presented with heart failure symptoms. The patient subsequently underwent aortic root enlargement and aortic valve replacement with a surgical valve without listed complications. Notably, it was observed that the tavr frame had caused a small hole in the anterior mitral valve leaflet, which was repaired during surgery.

Manufacturer narrative:
Correction to b1, b5, and h6 due to additional information. Investigation is still ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 4 years, 9 months, 9 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.